Manufacturer narrative:
The pump was returned and evaluated by product analysis on 07/29/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. A review of the pump¿s black box showed the basal and bolus histories appropriately correlate to the total daily dose history. No abnormal alarms were observed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump successfully passed a delivery accuracy test and was found to be delivering within specification. Unrelated to the complaint, a battery compartment crack was observed during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was above 250 mg/dl and below 500 mg/dl with strong, fruity breath odor and tiredness. It was noted the patient did not receive any treatment outside the usual routine of diabetes management, there were no recent changes to the pump¿s settings, and the patient remained on the pump after the alleged event. It was reported during troubleshooting the basal history matched the active basal program and basal delivery recorded in the total daily dose history; the reporter noted the bolus history and bolus total in the total daily dose matched. This complaint is being reported based on the patient¿s alleged hyperglycemia associated with an allegation of an inaccurate delivery malfunction of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.